Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is seeing a shadow in the periphery of his left eye and that his distant vision is blurry making him feel "off balance". He also stated that the lens feels like it is moving in his eye. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 03/13/2009.